Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that tip detachment occurred. A 2.25x38mm synergy ii drug-eluting stent was advanced for treatment. However, while advancing outside the patient, it was observed that the tip of the catheter was dislodged. The physician attempted to pull the catheter back unsuccessfully. Another attempt was made and the red tip came off. The detached tip was removed off of the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.